Event description:
It was reported that the physician noted that after removal of the absolute pro from the package and holder, the handle was in a locked position but stent was partially deployed. There was no patient involvement. Another absolute pro was used in the procedure. There was no additional information received.

Manufacturer narrative:
(B)(4). As the state of the device indicates no relevant damage and that no deployment has been attempted, there is no indication of a functional trigger for the stent exiting the distal sheath. Such occurrences are replicated when the tip of the catheter is pulled rather than the stylet (tip mandrel). This is highlighted in the instructions for use: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the self expanding stent system (sess) was returned without blood visible, consistent with the reported information that there was no patient involvement. There was saline in the distal sheath. The stent implant was stationary on the shaft and partially deployed 1.4 cm over the tip. There was no damage noted to the stent implant. The distal sheath was in the distal position and not retracted. The distal sheath was wrinkled distal to the proximal marker for a length of 1.3 cm, possibly due to handling. There was no other damage noted to the sess. The handle lock was in the locked position. The stylet was returned backloaded through the sess. After opening the handle, observed the rack was in the distal position and not retracted. There was no damage noted to the internal mechanisms. Potential factors for difficulty removing the stylet include, but are not limited to, kinks in the mandrel, kinks in the inner lumen of the sess or incorrect removal technique. Although a conclusive cause for the premature deployment could not be determined, it may be possible that the tip of the catheter was inadvertently grasped during removal of the stylet. Additionally, it may be possible that the stylet was not removed per the instructions for use (IFU). The IFU provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. The wrinkling noted distal to the proximal marker may be due to handling. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. Additionally, a query of the complaint handling database for the reported lot was performed and revealed no other incidents for premature deployment reported for this lot. There is no indication of a product quality deficiency. During production, all sheathed stents are 100% visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually 100%.